Event description:
Additional information obtained indicated that the infection has resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiences swelling at the ipg site. The physician opened up the ipg pocket, cleaned the pocket site, and obtained a culture. Follow up identified that an infection was present at the ipg pocket site. The patient was put on antibiotics to treat the infection. No additional information is known at this time.